Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos) on the implantable cardioverter defibrillator (ICD). The patient did not receive therapy due to oversensing. Programming changes were discussed, no intervention was reported. There were no patient symptoms reported.

Manufacturer narrative:
Further information was requested but not received.